Event description:
A customer (rn) reported to a baxter clinical consultant, a kink in the blood lines, during set up for the instrument. The instrument was being set up by the home patient's daughter according to the new directions; "do not use the uppermost clip." The tubing was kinked as it exited the pump housing. There was no reported patient/user injury, as the problem was visually noted during set up of the instrument.

Manufacturer narrative:
Baxter's investigation revealed that the home patient's daughter did not have a copy of the new setup guide available when setting up the instrument. The new set-up guide was provided to the patient's daughter and retrained on a proper technique. Baxter is monitoring issues like this. If additional information is discovered a follow up report will be submitted.